Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. No unexpected beeping was noted. The insulin pump had with cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker also, had stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was unable to clear the alarm. Customer stated that he took a shower and then put the pump back on. Customer reported that while trying to eat supper, the pump gave the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.